Manufacturer narrative:
PMA/510(k) # k182980.

Event description:
Implant site (biliary stent): hemorrhage at implant site. Treatment: surgical embolisation right liver artery. Resolved (patient recovered/stabilized). Cc form received 26-aug-22: MDR 2098: implant site hemorrhage. Site assessed the event as not related to the study device and possibly related to the study procedure. Patient outcome: treatment included surgical embolization of right liver artery; resolved (recovered/stabilized).

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on 06-jan-2023 and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0040) lists haemorrhage as a potential adverse event. There is no evidence to suggest the user did not follow the IFU. There is no evidence to suggest that the customer did not follow the label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined. A possible root cause could be attributed to known potential complications associated with the stent placement procedure. As per medical advisor input ¿it was the percutaneous transhepatic biliary drainage (ptbd) procedure that caused/contributed to this bleeding at implant site rather than the stent itself¿¿. As previously noted, haemorrhage is listed as a potential adverse event in the IFU. Summary: the complaint is confirmed based on customer testimony. The complaint was raised from the attached post-market clinical study ¿zilver 635 biliary self-expanding metal stent & stent sets¿. According to the initial reporter, 01 patient experienced haemorrhage at the implant site. As per medical advisor input ¿require intervention/additional procedures'. Complaints of this nature will continue to be monitored for potential emerging trends.